Event description:
A malfunction was reported on a customer's pump, with no notable events occurring beforehand and no adverse impact on the customer's blood glucose level. The customer was assisted by technical support in resetting the malfunction, which was identified with a resettable code. Despite efforts, the pump required replacement. The customer will use multiple daily injections as a backup therapy to ensure uninterrupted insulin delivery until the replacement pump arrived.